Manufacturer narrative:
This report is being submitted as follow up no. 2 to update section h3, and to provide the completed investigation results. One used tr band assembly and its inflator was returned for product evaluation. Visual inspection revealed that no damage was noted. Functional testing was performed to test for air leakage. The tr band was inflated with 18 ml of air and submerged in water. Immediately after submerging the device in water, air bubbles were observed at the bonding of the check valve to the inflation balloon. The glue bond of the check valve to the inflation balloon was observed under microscope and no damage could be seen. The complaint can be confirmed for airflow issues. Functional testing revealed that the inflation balloon was not properly glue bonded to the check valve. To further investigate this issue, a non-conformance report was initiated and completed.

Manufacturer narrative:
Expiration date - unknown due to unknown lot number. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacturer date - unknown due to unknown lot number. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that the patient had a tr band post percutaneous coronary intervention (pci) and the band was found to have self-deflated. Further air was added and again the device auto deflated. No harm came to the patient. The patient was ok, no complications. Additional information was received on 16nov2020. The nurse went to remove 2 mls of air and found the band fully deflated. Re-inflated with 6 mls of air. When checked, again it was fully deflated. There was no hematoma. No indication to use any other device. The site was stable. There was no damage noticed to the device.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9 and to update section h3. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.